Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. Date of event is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown.

Event description:
It was reported that full crown and top 4 mm of the xifoss410 implant with part of the unknown retaining screw was handed to the clinician by the patient. The rest of the implant was removed. Tooth site # 30.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: type of investigation was added: 4109, 4111. H6: investigation findings was added: 3252. H6: investigation conclusions was added: 4307. The product was returned and the reported event was confirmed following visual evaluation. Based on the evaluation, device malfunction has occurred. There is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specification and conforming when they left zimmer biomet. DHR was not reviewed for the unknown screw since the lot number was unknown. Complaint history was not reviewed for the unknown screw. Functional testing could not be performed due to the nature of the devices and events. Therefore, the reported event couldn't be recreated. The complaint is related to the functional performance of the device. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.